Event description:
The surgeon put 6f envoy gc (details unknown) and essence guidewire (details unknown) and prowler 14 microcatheter (606151x/lot unknown) in place. Then positioned 2 presidio 9*33 coils (details unknown). When the surgeon positioned the 3rd coil: presidio 10 cerecyte microcoil 7 mm x 30 cm (pc410073030/c20226) it was noted that the shape was not good. The surgeon tried to reposition but the coil had partly stretched. The coil and microcatheter had to be removed as a unit. Changed to another coil (details unknown) to complete. No adverse event occurred. The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The coil was used like a guidewire to reposition the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance during advancement, repositioning, or withdrawal. A one to one relationship between the coil and the delivery tube was verified with fluoro prior to repositioning. It is possible that coil entanglement with previously placed coils was suspected to contribute to the event. The coil did not prematurely detach during removal. The patient had ophthalmic artery aneurysm which was not calcified and a mildly tortuous.

Manufacturer narrative:
When positioning the 7mm x 30cm presidio 10 cerecyte microcoil (pc410073030/c20226) in the ophthalmic artery aneurysm the shape was not good and the coil stretched when attempting to reposition the coil. The coil and microcatheter had to be removed as a unit. The procedure was continued with another unknown coil and the same prowler 14 microcatheter. There was no adverse event. There was mild vessel tortuosity and no calcification. An adequate continuous flush was maintained through the microcatheter and there was no resistance between the guidewire and microcatheter when accessing the target site. Prior to the event two 9x33 presidio coils (details unknown) had been placed. The 7x30 presidio 10 was the third coil being placed. It was reported that the coil was used like a guidewire to reposition the microcatheter. There was no resistance during advancement, repositioning, or withdrawal. A one to one relationship between the coil and the delivery tube was verified with fluoro prior to repositioning. It was reported that it is possible that coil entanglement with previously placed coils was suspected to contribute to the event. The coil did not prematurely detach during removal. The coil was returned intact and undamaged. No coil stretching was found; therefore the root cause of the coil stretching during repositioning inside the aneurysm cannot be determined. It was reported that the coil was used like a guidewire to reposition the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the provided information, there are procedural factors addressed in the IFU that have the potential to cause coil damage. However, the reported stretched coil was not confirmed; there were no damages found on the returned device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: 6f envoy gc (details unknown), essence guidewire (details unknown), prowler 14 mc (details unknown), 2 presidio 9*33 coils (details unknown), new coil (details unknown).